Event description:
It was reported that a patient with this artificial urinary sphincter (aus) experienced a recurring incontinence. A surgical procedure was performed to explant the aus. No further complications were reported.